Manufacturer narrative:
The product was returned and evaluated. The tip passed the leak test, visual inspection, and the thermistor test. No dielectric breakdown was observed. Functional testing was unable to be performed as the tip was expired. Thermage flx tips with dielectric breakdown are prone to spark and are deemed a reportable malfunction as sparks during treatment could lead to serious injury. As no dielectric breakdown was observed, the complaint cannot be confirmed, and this event is no longer a reportable malfunction. This case no longer meets reportability requirements. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot/device history review and trend analysis was considered acceptable and the product is performing within anticipated rates. No dents, scratches, blemishes, or dielectric breakdown observed. No damage was found related to the reported sparking issue during treatment. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. No corrective action is necessary at the time.

Event description:
A user facility reported to the distributor that a spark occurred on the thermage flx tip during a treatment. The tip was changed for safety. There was no injury to the patient.

Manufacturer narrative:
The device has been requested. The investigation is underway.